Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address acetabular loosening. Patient had hip pain. Upon exposure, capsule had a large volume of gray fluid and gray tissue.